Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that near the end of a vitrectomy procedure, a system message was displayed while attempting to switch from fluid to air. Several attempts were made to resolve the issue but were unsuccessful. The procedure was stopped. The patient was transferred to another facility to complete the procedure on the following day.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The balanced saline solution (bss) leaked from a cracked cassette and entered the system¿s fluidics module. The company representative opened the fluidics module and replaced the fluidics printed circuit board (pcb), the cable, and a component. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 27, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to bss ingress in the fluidics module. (B)(4).